Event description:
It was reported the actual residual volume (arv) was greater than the expected residual volume (erv). It was reported the arv was 39 ml and the erv was 2 ml, however the pump was interrogated on (B)(6) 2015 and indicated the erv was 2.5 ml. The logs showed no stalls and there was no alarm. It was noted the elective replacement indicator (eri) was in five months. There was no symptom change reported with the volume discrepancy. The cause of the volume discrepancy was a possible pump malfunction verses a catheter kink. A MRI was ordered, but the patient declined. A neuro surgical evaluation was scheduled two days after the problem was discovered and the patient declined. It was unknown how the patient was doing now. It was further reported the patient was in the process of moving out of town. The pump was being used to deliver hydromorphone, clonidine, and marcaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).